Event description:
It was reported that a cartridge change error occurred. Additionally, blood glucose level displayed "high" and was resolved with a manual insulin injection. The customer loaded a new cartridge to resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.